Manufacturer narrative:
On receipt of the pad device it was found to be installed with the new software version 3.2.0. The heartsine universal upgrader tool (B)(4) was downloaded and an attempt was made to upgrade the device again. It was successful but when it shut down it froze and produced an error message. The problem with the device has been concluded that it cannot be upgraded using the universal upgrader tool, (B)(4). This did not affect the functionality of the device. The pad pak, which contains the electrode and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The device malfunctioned because it failed to upgrade to new software version 3.2.0.